Manufacturer narrative:
A ge oec service representative investigated the issue and found the brake function, however, the pad was stuck which did not allow movement of the c-arm orbital motion. Customer declined repair of the brake pad. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had the orbital brack stuck. C-arm would not rotate to lateral position.